Event description:
While preparing equipment for the case, the scrub tech squeezed the handle of the 5mm endo clip iii and it failed to reopen. The device was removed and replaced from the back table before the surgery began.manufacturer provided rga for product return evaluation.